Event description:
Eight years ago I had an adverse reaction to bausch and lomb all-in-one contact solution. I experienced the fungal problem described in your press release and was treated by an eye dr. The problem I had with b&l's contact solution had happened to me before, when I used equate's all-in-one solution. Since then I have used ciba vision's products and have not had a problem.